Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The event description revealed the target device to be the primary product. An investigation and a review of the DHR were not possible due to missing product and missing lot code. It cannot be excluded that the target device was pre-damaged due to too hot sterilization process or aging due to long term usage. The IFU includes that the device shall be checked prior to every surgery. A real root cause could not be determined. A more precise statement was not possible based on the given information. Device not returned.

Event description:
It is reported by the hospital that during a surgery procedure, a misdrilling occured.

Event description:
It is reported by the hospital that during a surgery procedure a misdrilling occurred.